Event description:
It was reported that a patient was questioning whether their generator was at end of service because the patient's seizures had increased, and she wanted to rule out vns. The patient's generator battery status indicator was at 75% at her appointment in (B)(6) 2017 and a battery life calculation by the manufacturer indicated that there was >10 years of battery life remaining expected with the patient's generator. Per the doctor's office, they didn't suspect the vns as the battery life calculation was fine. At the time of this assessment, they had not assessed the patient's seizures in person. No further relevant information has been received to date.